Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination at the macroscopic level revealed that the fracture was located at the rod holder¿s distal tip. The instrument features two horizontal fractures at the distal tip which is the thinnest section of the instrument. The broken piece of the rod holder¿s tip was not returned for evaluation. The fracture analysis report reveals uniform rough morphology of the fractured surface indicating that the instrument underwent a static failure. The absence of rotational deformation and a termination site implies that the instrument was broken under a cantilever force. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A definitive root cause for the rod holder¿s distal tip becoming fractured cannot be positively determined. However, the fracture analysis report reveals uniform rough morphology of the fractured surface indicating that the instrument underwent a static failure due to a single, sudden, unexpectedly high force placed on the end of the instrument. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, during an unknown procedure when leveraging up on the rod holder during a long construct case, the tip of the rod holder snapped. The procedure was successfully completed and surgical delay is unknown. Patient involvement is unknown. This complaint involves one (1) device.